Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A 4x13 ts insert was implanted.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A 4 x 13 ts insert was implanted.

Manufacturer narrative:
An event regarding revision surgery involving an unknown insert component was reported. The event was confirmed as a revision implant sheet was provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.